Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had a burn on the plastic distal end cover. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the burn was caused by a high-energy endo-therapy accessory such as laser, high frequency, used without sufficient distance from the distal end of the scope. However, a definitive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: inspection of the endoscope. According to the methods for procedure in line with the IFU below, the customer may reduce / prevent the suggested event. Using endo-therapy accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer response. Additional information: b5.

Event description:
The reported event occurred during an unspecified therapeutic procedure.